Event description:
It was reported that there was an alleged collapsing of the limbs of the dialysis catheters. Reportedly it was treated with cathflow. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, three electronic photos were provided for review. The investigation is confirmed for the reported collapse issue, as a catheter collapse was noted near the yellow luer. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/ evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (09/2021).

Event description:
It was reported that there is alleged collapsing of the limbs of the dialysis catheters. Treated with cathflow. There was no reported patient injury.